Event description:
On the (B)(6) 2022, the us customer reported that a couple of slides failed to stain out of 38. Two of the four slides getting c3-fitc did not stain. The slides that did not stain are being repeated on the lab's ventana (backup) instrument. The fse inspected the instrument and found that the syringe was loose. The fse retightened syringe connections and tested the instrument. The autostainer quality checklist was completed. The instrument was fully operational and available for the user. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.